Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not retuned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced to the lesion. The balloon was inflated at 6 atmospheres however, it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.